Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lavh or salpingectomy. Event description: event date is unknown. Complaint 1 of 2: #2022-000768. Complaint 2 of 2: #2022-000769. Limited information available. Eb210 or eb215 was used in either lavh or salpingectomy for two separate cases. Patient underwent reoperation due to bleeding. Type of intervention: ni. Patient status: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure has been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lavh or salpingectomy event description: event date is unknown. Complaint 1 of 2: #2022-000768, complaint 2 of 2: #2022-000769. Limited information available. Eb210 or eb215 was used in either lavh or salpingectomy for two separate cases. Patient underwent reoperation due to bleeding. Type of intervention: ni. Patient status: ni.